Manufacturer narrative:
(B)(4). Batch # l54d9h. The analysis found that one ntlc75 device was returned with the saddle pin loose and both bearings missing from the saddle pin, both bearings were not returned. No functional test was performed due to the condition of the device. The condition of the saddle pin is consistent with a poor riveting, causing the saddle pin to be loose and the bearings to come off. This defect has been correlated to a manufacturing process. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? On which firing did this occur? Did the device staple? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Was the cut line complete? Was the small circular piece retrieved from the patient? Will the small circular piece be returned with the device? If no, how was it discarded? How much blood was lost (ml)? Did the patient require a blood transfusion? If yes, how many units were given? Did the post-operative care change based on the bleeding? What is the current status of the patient?

Event description:
It was reported that during an unknown procedure, at closure, the equipment required abnormal pressure. When using, the stitching was not done properly despite the cut and has led to a significant bleeding of the patient. A small circular piece fell into the patient. Unknown how case was completed.